Event description:
Customer reported the infusion set leaked insulin and this resulted in hyperglycemia of 213 mg/dl. The tube had not disconnected from the headset, and he was unable to tell if the leak originated above or under the self-adhesive. He changed the infusion set and delivered a bolus, and his blood glucose decreased. No adverse event was reported. The alleged product was discarded and will not be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.